Manufacturer narrative:
A4-a6:unk. H6: off-label use acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was not resolved. The cause of the event is unknown. Reportedly, "after implantation of 13.2mm crystals, the vault remained low and the doctor recommended observation."

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken and bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).